Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. The user manual contains the following warning ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.¿ we will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the bur snapped inside the craniotome attachment during the craniotomy. It was stated that there was no patient impact. On follow-up, it was confirmed with the hcp that there was a 10 minute delay due to the event and that an x-ray was performed to check for craniotome fragments. It was verified that the patient had no further issues post-surgery. Additional information is currently being requested regarding product return and x-ray results.

Manufacturer narrative:
Report confirmed. Evaluation determined that both pieces of the tool were received used and broken. It was noted that the fracture happened during forward dissection and the fracture location was consistent with the brittle fracture in bending. Also, the spiral portion of the tool was covered in bio material. The likely cause was identified as fatigue in plane bending. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Report inconclusive. The device has been returned but is still pending their evaluation results. If information is provided in the future, a supplemental report will be issued.